Event description:
It was reported that pump displayed malfunction alarm code ¿malf 0¿ with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Technical support assisted customer with resetting pump using provided instructions, malfunction did not recur, customer was advised to continue using pump and to call back if any malfunction code appeared again, and caller acknowledged and understood instructions.